Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2019, 02:44:28 (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) inquired what led up to the complaint. Customer response: customer called in stating wife was hospitalized due to high bg's and they wanted to check the pump to make sure it was working right. High bg/under delivery (B)(4). Patient's bg at time of incident: 600 mg/dl. Patient's current bg: 200 mg/dl. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is not insisting on pump replacement. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: was taken to hospital. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was admitted into hospital as a result of high bgs. Hospitalization details: nature of treatment. Findings: admitted to hospital. Time and date of hospitalization: (B)(6) 2019, 6:30pm. Bg value when admitted to hospital: 600. Name of hospital: (B)(6). Name of patient/individual reporting: (B)(6). Description of complaint: high bg. Any significant events leading to hospitalization: bg was not coming down for last three days. Reason of hospitalization: bg would not come down. Document the hospitalization treatment: insulin drip and fluids. Customer was unable to complete carelink upload. Recent high bg event began: (B)(6) 2019. Inf was last changed: (B)(6) 2019. Based on customer report customer does not allege pump was under delivering. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv to check the infusion set tubing for the presence of air bubbles. Inquired if multiple large bubbles are present along the tubing length. Found: no bubbles/ leaks. Confirmed customer is disconnected. Adv to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reports insulin exited at the qr. Adv positioning in piston/slide may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Inquired if any leaks were observed. Found: no leaks. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer wishes to check for possible site/insulin issues. Customer reports site is changed every 2/3 days as per IFU and cdc guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high bgs may occur. Adv to check insulin vial. Found: not expired/cloudy. Changed insulin bottle to a new one to rule out insulin issues. Inquired if site is sore or irritated. Found: no soreness/irritation. Customer is using a cannula based inf. Inquired if customer forgot to fill the cannula dead space after removing introducer needle. Found: does not forget.. Adv in order to determine if cannula is bent site must be removed from body. Customer is able to remove/change set at this time. Adv to remove the infusion set from body and check for bent/crimped cannula. Found: not bent. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. Verified time/date in pump. Time/date is correct. Inquired if there have been any recent changes to the pump programming prior to the high bgs. Found: no changes. Adv to verify the accuracy of programming with their hcp customer.